Event description:
Customer reported that a technologist at their facility developed hives and swelling in her hands and upper body during contact with the device. She was sent to the emergency room for treatment. This is the only technologist at their facility that has had this reaction to this device.